Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device implantation procedure, the right ventricular lead exhibited noise and did not have any sensing, impedance, or threshold values. The lead was exchanged and all electrical measurements were normal and in range. The patient was stable.

Manufacturer narrative:
A complete lead was return in one piece for analysis and the helix was extended within specification. Electrical testing revealed no indication of conductor fracture or internal shorts. X-ray and visual analysis found damages that are consistent with those occurring at the time of the explant procedure. The results of the investigation concluded the analysis of the device was normal with no anomalies found.